Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the rewind due to an out of phase motor encoder. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during priming, after customer was wearing the pump during magnetic resonance imaging. The customer's blood glucose level was 150mg/dl. During troubleshooting, it was stated the insulin pump had alarmed with motor position encoder error. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.